Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The system was reset by disconnecting the ac power and then disconnecting the internal battery to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system screen was white with nothing displayed. There was no report of patient involvement.